Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient presented in hospital after fainting. Loss of capture on the right ventricular lead was observed. The lead was explanted and replaced.